Manufacturer narrative:
Available details indicate that the device's battery was too low to power the AED. Based on the age of the AED, the battery lasted between one and two years on standby, which does not meet the expected service life. No additional battery details were confirmed. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The battery was not requested for investigation. Based on the information available the battery was confirmed to be too low to power the AED. The root cause of the premature battery drain could not be confirmed because the battery was not returned for additional investigation. The customer purchased a new battery and the device was returned to service. Based on the information available, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer purchased a new battery and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device will not power up.